Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with all intact, no physical damage. There was evidence of the error recorded in the event history log. The customer reported issue was duplicated. It confirmed the reported issue when the pump was turned on. Keypad failure was the cause of the reported problem. For corrective action the faulty keypad was replaced. The root cause of the reported problem was unknown. A review of the manufacturing device history record for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that during the pre-use check, a key pressed, please release alarm went off even though no key was pressed. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient. .